Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 280.000s. Lot: 93p6102. Manufacturing site: balsthal. Release to warehouse date: april 23, 2021. A manufacturing record evaluation was performed for the finished device 280.000s lot 93p6102, and no non-conformances were identified. Visual inspection: the complaint device dhs/dcs-scr was returned to customer quality (cq) west chester for investigation. The dhs screw had no visual defects that could have contributed to the complaint condition. Functional test: the device was not returned with a mating device to evaluate the complaint condition. Dimensional inspection: major diameter of screw thread: conforming. Minor diameter of screw thread: conforming. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. Dhs/dcs screw ø 12.5mm x l. Conclusion: the returned item had no issue that could have contributed to the complaint condition. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the implantation of an 8-hole plate, the surgeon was not able to insert the screw in the hole of the plate, another screw of the same lot and reference was used. The procedure was successfully completed. There was no patient consequence. This report involves one (1) dhs/dcs lag screw 12.7mm thread/100mm-sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.